Event description:
It was reported that patient was revised on a right ankle due to pain.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device not returned.